Event description:
The customer reported vasoseal was deployed. Ten minutes of non-occlusive pressure was held. After non-occlusive pressure was released vasoseal sheath was seen protruding from the skin surface. Vasoseal sheath was removed from the tissue tract. Two collagen plugs came out with vasoseal sheath. Manual pressure applied. Hemostasis obtained in 5-10 minutes. No further complications.